Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atw35 endoscopic linear cutter was used to transect the i.p. Ligament, round and broad ligaments in an laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Upon the complete firing of the device the surgeon noted that there was significant bleeding along the staple line. Specific blood loss could not be calculated. The device was fired a total of four times. In all four cases the surgeon said the staple line was bleeding. Electrocautery was used along the staple line in each case to stop the bleeding. Operating room time was extendend by fifteen minutes.